Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During variax clavicle plate removal surgery, the surgeon noticed a metal piece like a wire at the plate screw hole when removing the screw. The surgeon removed the metal piece and the removal surgery was finished without any other problems.

Manufacturer narrative:
The reported event that locking screw variax full thread 3.5mm / l22mm was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the returned device is conforming to specifications and fully functional. It is observed that the ¿metal piece like wire¿ was generated from the lip of the holes of the plate, and the that the screws were in perfect condition. The ¿metal piece like wire¿ could have been generated during screw extraction, due to misalignment between the trajectory of the screw extraction and the drilled trajectory leading to application of excessive mechanical force. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During variax clavicle plate removal surgery, the surgeon noticed a metal piece like a wire at the plate screw hole when removing the screw. The surgeon removed the metal piece and the removal surgery was finished without any other problems.